Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of an unspecified baxter access set leaked "from where the drip chamber was connected to the tubing". The set was filled with carfilzomib. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Event description:
It was reported the tubing of an unspecified baxter access set leaked "from where the drip chamber was connected to the tubing". The set was filled with carfilzomib. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.